Event description:
It was reported that a pump "turns on by just being tapped."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found that the pump will turn on when the case is pressed. This is caused by a failed upper hook switch. When the pump is on and the case is pressed, the pump will not power off. However, when the pump is delivering fluid and the case is pressed, the pump will alarm "door open," followed by "reload set," followed by "system error 322." The date of event is unknown.